Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Evaluation confirmed reported symptom of "door latching errors" through history log but could not reproduce. Evaluation found the pump door to physically close. Review of history log shows multiple "door jammed" messages. The upper aux and lower aux are known contributors of the reported symptom and have been replaced.

Event description:
The customer reported that pump serial number (B)(4) has door latching errors. There was no patient injury reported. No further information was available.